Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the device was returned disassembled. A piece of the cover block is broken on both sides where it attaches to the trigger which caused the device to disassemble. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. It appears that the trigger was stuck due to the damage to the cover block and the end user kept pulling the trigger which caused the cover block to completely break. The returned sample appears used as there is biological material present on the device. The stapler was returned with 6 staples left in the cartridge indicating that at least 29 staples have been fired by the end user. Reference file anp1900072217 for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional use error caused or contributed to the complaint issue. The reported complaint of "unable to squeeze handle" was confirmed based upon the sample received. A piece of the cover block is broken on both sides where it attaches to the trigger which caused the device to disassemble. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. It appears that the trigger was stuck due to the damage to the cover block and the end user kept pulling the trigger which caused the cover block to completely break. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that the user could not squeeze the handle as the trigger did not move. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user could not squeeze the handle as the trigger did not move. Therefore, a new unit was used instead.